Event description:
Event description guidant received information that five days post implant, the implantable cardioverter defibrillator (ICD) began sensing noise on the rate-sense channel resulting in pacing inhibition. It was further reported that the patient had a concommittant ddd pacemaker and lead system. However, after this pacing system was removed, the problems persisted.